Manufacturer narrative:
The insulin pump was received with no button response due to lcd unlock keypad connector. No frozen screen noted. The insulin pump was unable to verify missed bolus reminder alert due to no button response. The insulin pump was received with minor scratches on display window, cracked case on display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a missed bolus alert and that the keypad was unresponsive. The screen of the insulin pump was also stuck. The customer changed the battery three times, but the issue persisted. The customer's blood glucose was 238 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.